Event description:
The patient reported that the pod did not appear to be delivering insulin after approximately 24-36 hours of wear on the arm, and that the omnipod controller became locked, preventing her from activating a new pod. As a result, her blood glucose rose above 400 mg/dl. The only symptom reported was elevated blood pressure. The patient presented to the emergency room (ER) on (B)(6), 2026, where she was treated with fast-acting insulin and unspecified blood pressure treatment. She remained in the ER for approximately two hours before being discharged the same day. The patient reported that the diagnosis at the ER was high blood glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.